Event description:
The diabetes management consultant called to report that the customer was hospitalized for high blood sugar levels. The customer changed out the set the night prior to hosptialization. Later on that day, the customer called to troubleshoot the pump. The customer was unsure of the type of insulin used, what the last bg reading was, and what type of set customer is using. The customer stated that the time on the pump was off by thirty minutes. The customer had many auto off alarms in the history, but was unaware of what alarm meant. Informed dmc of findings and the dmc will have a nurse educator do further training with the customer.